Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Complaint was confirmed. Electrical testing of the lead indicated a short between the inner and outer coil. X-ray of the helix region was normal. X-ray of the connector pin region found inner coil over-torque with several filar's fractured in that area.

Event description:
It was reported that at implant the left ventricular lead exhibited unacceptable threshold and fracture. The lead was not implanted and was returned for analysis.